Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and failure analysis found the primary failure of functional test failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips.

Event description:
It was reported that the large hem-o-lok clip applier instrument did not work as intended. There was no reported injury.